Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer. Related to a bipap device's sound abatement foam became degraded and caused throat cancer. The patient did not report to receive medical intervention. After the first attempt to have the device and components returned for evaluation, customer responded that u have called wrong number and cut the phone. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused throat cancer. The patient did receive medical intervention with radiation treatments. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.